Event description:
During the balloon dilation phase of ercp, there was a sudden leak in the pressure in the balloon. There was extravasation of sterile saline into the dorsal duct and the pt developed acute pancreatitis.